Manufacturer narrative:
Analysis identified product meets specification? Yes displacement test 0.03500 force sensor test 2.75 occlusion test 1.400 sleep current .736 active current 189 device power up properly after battery installation. Unit received with operating currents within spec. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device properly connected to the glucose sensor simulator. No lost sensor alarms noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s father reported via phone call that they had high and low blood glucose values. Customer¿s blood glucose values were 112mg/dl to 220mg/dl. Customer was on a school trip and the blood glucose went up to the range of 400mg/dl. Customer bloused and the blood glucose value went down in the range of 40mg/dl. Customer treated with sugar tabs and rebounded again. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device it passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device properly connected to the glucose sensor simulator. No lost sensor alarms noted.